Manufacturer narrative:
(B)(4). The third party biomed determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and place it back into service.

Event description:
The third party biomed for the user facility reported that while performing a preventative maintenance (pm) service on the device, the device alarmed ¿high ppeak¿ & ¿circuit occlusion¿ and there was no flow coming out of the device. There was no patient involvement reported.

Manufacturer narrative:
Failure analysis (fa) lab received an avea gas delivery engine (gde). The fa lab performed an investigation and was able to duplicate the reported issue and isolated the issue to faulty transducer.